Event description:
Procedure performed: lap hysterectomy . Event description: translation during surgery at 8/12, a trocar 11x100 kii fios dual pack from applied (ref: ctf35) was noted to have a defect. The tip of the trocar pin has an abnormal shape, so it could not be used in the procedure. The tip of the pin appears "melted" intervention: another trocar. Patient status: n/a.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap hysterectomy. Event description: [translation] during surgery at at 8/12, a trocar 11x100 kii fios dual pack from applied (ref: ctf35) was noted to have a defect. The tip of the trocar pin has an abnormal shape, so it could not be used in the procedure. The tip of the pin appears "melted" intervention: device replaced. Patient status: n/a.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The complainant¿s experience of a melted obturator tip could not be confirmed as the tip was fractured. Based on the condition of the returned unit, it is likely that the obturator tip fractured due to the obturator material being susceptible to fracture. Based upon the description of the event, the event was not reportable as a melted obturator tip is unlikely to lead to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as a fractured obturator tip is likely to lead to death or serious injury.